Event description:
The manufacturer received information alleging inaccurate pressure in the manometer of the device. There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information alleging inaccurate pressure in the manometer of the device. There was no allegation of serious or permanent harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected. During the evaluation, secondary findings were not observed. There was no error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit was scrapped. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.